Event description:
It was reported that unexpected resets occurred intermittently. The customer successfully resumed insulin delivery. There was no adverse impact to customer's blood glucose.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.